Manufacturer narrative:
All buttons functioned properly during testing; however, moisture damage to the keypad traces was found during a visual inspection. No button error alarm occurred during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during the visual inspection. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump had been exposed to water. The customer stated that she had submerged the insulin pump in pool water. She stated that the device worked after having been submerged, but it alarmed button error the following day. She stated that she pressed the act button and was unable to give herself insulin. The customer's blood glucose was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.